Event description:
It was reported that during surgery the device did not spray saline water. There was no patient harm and there was a delay of 0-15 minutes. Due diligence is complete and there is no additional information available. During device evaluation, it was discovered that the batteries were leaking electrolyte.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: the event occurred in japan only the battery pack was returned for evaluation. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.